Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during case, the device did not fix. No patient injury or delays were reported. Back-up device was not available.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device does not fix. No patient injury was reported. Back-up device was not available.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that both drape clips were missing. A functional evaluation revealed that the unit failed the 30 pound weight test. Failures occurred at the hinge joint, dumbbell joint and distal joint. The piston migration was at 2.24 inches, which is indicative of significant oil loss. The pump motor would also intermittently engage on it¿s own to attempt to re-pressurize. This is also indicative of a low oil level. The enclosure was disassembled and no significant amount of oil was noted on any of the interior components. A normal amount of oil residue was noted on the dumbbell and distal joints. No oil residue at all was noted on the hinge joint. A gradual loss of hydraulic fluid over time through repeated repetition eventually dropped the fluid level enough so that the unit could no longer maintain adequate pressure when engaged. The oil seeped around the dumbbell and distal seals over time. The complaint of ¿does not fix¿ was confirmed and the root cause has been determined to be the failure of the dumbbell and distal joint seals. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.